Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified cephalic vein. After a guide wire crossed the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon with is evidence of a device leak. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 4mm proximal to the proximal edge of the proximal markerband and extending distally over the balloon material for 13mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified cephalic vein. After a guide wire crossed the lesion, a 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.